Manufacturer narrative:
Because patient did not provide meter serial number and device was not returned to ok biotech either, therefore we were unable to perform further testing or reviewing the manufacturing record of the device. No further information from customer, this matter has to be closed out with undetermined root cause.

Event description:
End user left a voice mail message on (B)(6) 2014 reporting that medical attention was sought on (B)(6) 2014 due to her prodigy glucose meter not working properly. The end user was contacted on (B)(6) 2014 and stated that she received a reading of 517 mg/dl and the meter became frozen and she could not clear the screen so she called the paramedics. Upon arrival the paramedics cleared the screen on her meter and performed a glucose test with their meter and the result was 300 mg/dl. No more information was gathered.